Event description:
On 25-jun-2025, the healthcare professional reported that she was made aware of an event that occurred on 23-dec-2024. The procedure was a mechanical thrombectomy. The 86-year-old patient presented with ¿lots of comorbidities¿ presented with an occlusion in the distal m2 segment of the middle cerebral artery (mca). It was reported that ¿it was considered whether patient was a suitable candidate for thrombectomy. [The] patient had lots of vessel atrophies. Vessels [did not] look like they would be suitable for using a stent retriever, so the first pass was performed with aspiration only. The first pass was performed using a red 62 reperfusion catheter (penumbra) was not successful, no [clot] was removed. The second pass was performed via co-aspiration, using a 5mm x 22mm embotrap iii revascularization device (et307522 / 24j087av) delivered via the phenom¿ 021 microcatheter (medtronic), the red 62 reperfusion catheter.¿ it was reported that one pass of the embotrap iii device and the clot was removed, and the vessel was opened, ¿but the vessel evulsed and a bleed was seen just past the bend of the m1/m2 segments.¿ the physician performed coil embolization to stop the bleed, but the patient expired following the procedure. The neurointerventionalist commented that ¿the outcome was not caused by embotrap and that he would have had the same outcome with any stent retriever that was used. The outcome was patient-related and not device-related. The patient was probably not suitable for procedure, elderly, very unwell with lots of comorbidities and friable vessels.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, sex, gender, weight, race, and ethnicity were not provided. Section b.2: date of death: the date of death is not known / reported. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (24j087av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Vessel injury and cerebral hemorrhage are known potential complications associated with the embotrap iii device and are mentioned in the instructions for use (IFU) as such. There was no alleged quality issue related to the used devices, as the devices performed as intended. There are patient and procedural factors, including vessel characteristics (i.e., atrophy, friable vessels), advanced age with multiple comorbidities, device interaction, and operator techniques, that may have contributed to the reported events rather than the design or manufacture of the device. Additionally, the physician stated the events were attributed to patient-related factors and the patient was probably not suitable for procedure. However, since the events occurred during the use of the embotrap device, the correlation between events to the device used as a contributing factor cannot be ruled out. Additionally, the events required a surgical intervention, and the patient ultimately expired shortly after the procedure. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 24-jul-2025. [Additional information]: on 24-jul-2025, additional information was received. The information confirmed the date of death was (B)(6) 2024. The same day as the procedure. The patient was moved to the ICU following the procedure but later died the same day. The official cause of death was brain hemorrhage. The information included additional comment from the physician: ¿vessel evulsed when using stent retriever (embotrap) plus aspiration on the second pass resulting in a hemorrhage. Embotrap was the stent retriever being used and therefore contributed to the vessel evulsion and subsequent hemorrhage, but it is the physician¿s opinion that any stent retriever that was used would have produced the same outcome.¿ per the additional information, the patient was 86-years-old, elderly in frail condition with the following comorbidities: peripheral vascular disease, atrial fibrillation, diabetes, and calcified arteries. Updated sections: b.4, b.7, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.